Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc cpu assembly was evaluated and identified as the root cause. No conclusion can be drawn as system analysis or repair info is unavailable at this time and no add'l service info was provided.